Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt "passed out" while working in his garage. The pt reported feeling "dizzy and winded" immediately following the event. The pt was seen in the clinic. The log file contained a low flow hazard event associated with a loss of power and clock reset. It was noted that the pt was wearing a set of "cracked" battery clips that were being held together by duct tape. The vad coordinator gave the pt a new set of battery clips.

Manufacturer narrative:
Usage of device: the usage of the returned 14v battery clips (lot # 121175-a) is not known to the MFR as they are not labeled for single use. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.